Event description:
A caller reported a cartridge alarm issue, specifically alarm 20, which did not occur during the load process and had not been previously reported with the current pump serial number. However, consecutive cartridges had experienced alarm issues. There was no adverse impact on the customer's blood glucose level due to this incident. Customer technical support decided to replace the pump to resolve the issue.